Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturers evaluation: on-going.

Event description:
Country of complaint: (B)(6). Instrument does not finish coagulation cycle.